Event description:
It was reported that the patient presented at the emergency department after receiving an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) as a result of a change in morphology due to large t-waves during elevated heart rates while the patient was engaged in intimate relations. The field representative captured all three sensing vectors during testing while in the emergency room and sent to technical services (ts) for review. Further review of the previous information determined that the t-wave oversensing due to reduced r-wave amplitude resulting in untreated episodes has been occurring intermittently over the last five years and different sensing vectors have been programmed over time. The previous untreated episode as a result of t-wave oversensing from ten months earlier also occurred when the patient was engaged in intimate relations. It was noted that the patient was very thin in stature there is discussion over possible migration of the s-ICD. At this time the s-ICD remains in service and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient presented at the emergency department after receiving an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) as a result of a change in morphology due to large t-waves during elevated heart rates while the patient was engaged in intimate relations. The field representative captured all three sensing vectors during testing while in the emergency room and sent to technical services (ts) for review. Further review of the previous information determined that the t-wave oversensing due to reduced r-wave amplitude resulting in untreated episodes has been occurring intermittently over the last five years and different sensing vectors have been programmed over time. The previous untreated episode as a result of t-wave oversensing from ten months earlier also occurred when the patient was engaged in intimate relations. It was noted that the patient was very thin in stature there is discussion over possible migration of the s-ICD. At this time the s-ICD remains in service and no additional adverse effects were reported. Additional information was received that upon further review the patient had receive an additional inappropriate shock 10 months earlier. Since that time there has been 26 non sustained rates that have t-wave oversensing in a 44-week timeframe. The field representative would discuss the option of changing out the device to a transvenous system. It was also noted the patient planned to travel for vacation prior to any consideration for replacement and a life vest was being considered due to brugada syndrome. At this time the s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
B1 and b2 section were already updated. No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient presented at the emergency department after receiving an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) as a result of a change in morphology due to large t-waves during elevated heart rates while the patient was engaged in intimate relations. The field representative captured all three sensing vectors during testing while in the emergency room and sent to technical services (ts) for review. Further review of the previous information determined that the t-wave oversensing due to reduced r-wave amplitude resulting in untreated episodes has been occurring intermittently over the last five years and different sensing vectors have been programmed over time. The previous untreated episode as a result of t-wave oversensing from ten months earlier also occurred when the patient was engaged in intimate relations. It was noted that the patient was very thin in stature there is discussion over possible migration of the s-ICD. At this time the s-ICD remains in service and no additional adverse effects were reported. Additional information was received that upon further review the patient had receive an additional inappropriate shock 10 months earlier. Since that time there has been 26 non sustained rates that have t-wave oversensing in a 44-week timeframe. The field representative would discuss the option of changing out the device to a transvenous system. It was also noted the patient planned to travel for vacation prior to any consideration for replacement and a life vest was being considered due to brugada syndrome. At this time the s-ICD remains in service and no adverse effects were reported.